Event description:
It was reported that during a refill procedure, morphine was inadvertently injected into the subcutaneous pocket. It was believed that the entire contents intended for the pump had been injected into the pocket. The hcp later reported that the needle must have come out of the port during the refill, resulting in a pocket fill. Following this, the site became reddened and about 10 mins later, the pt "complained of not feeling well". The only other symptom that the pt experienced was somnolence. The pt was admitted to the intensive care unit for observation and was discharged the following day without any further problems.